Event description:
Philips received a complaint reporting that the device had an error code 1111 "oxygen device failed" alarm and an error code 1208 "oxygen not available" alarm that occurred. The unit was rebooted then the phenomenon was improved so the unit was used continuously afterwards. However, the manufacturer's product support engineer (pse) suggested to replace the unit. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
The pse further troubleshooted the device and reported that the issue was unable to be confirmed. Test 4 to test 7 for functional tests were performed for verification but no abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.